Manufacturer narrative:
(B)(4). Concomitant medical products- unknown femoral head catalog#: ni lot#: ni, unknown acetabular shell catalog#: ni lot#: ni, unknown acetabular liner catalog#: ni lot#: ni. Reporting source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision surgery approximately 3 years after the initial surgery. The femoral stem was removed in replaced, as the implant was malpositioned and sank into the femoral canal. Attempts to obtain additional information have been made; however, none is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.